Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a screen failure. A field service engineer noticed that the buttons required multiple presses to respond, so the station was shut down, and all in one unit was replaced. After rebooting the device, the display icons responded on the first touch, confirming the issue was resolved. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was not responsive and the buttons had to be pressed multiple times to respond. However, there were no delay or adverse events or injuries reported based on this event.